Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 480 mg/dl at the time of incidence. Customer was treated with manual injection. Customer reported that after changing battery insulin pump got shut off and turned on again. Customer then received low battery alarm for insulin pump. However when customer went for swimming insulin pump was off for 45 minutes. The insulin pump will not be returned for analysis.